Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, staple malformation. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p5920g. Device evaluation summary: the analysis results found that the sr75 cartridge reload was received with no apparent damage. The reload was received fully loaded and the swing tab was found to be in the unlocked position. The reload was tested for functionality with a test device and it fired, cut and formed all the remaining staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. The event described could not be confirmed as the reload performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.